Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead became dislodged. During the revision procedure, the right ventricular (rv) lead also became dislodged and was revised. Both leads remain in use. No patient complications have been reported as a result of this event.